Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the condition was confirmed. A functional assessment was performed and the device exceeded the temperature acceptance test in the tip, elbow, and base. This was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
During engineering evaluation, the attachment device was tested and was found to have exceeded the temperature acceptance test in the tip, elbow, and base the evaluation occurred during engineering evaluation; this event is not related to surgery. There were no injuries or medical intervention associated with this event. If any additional information should become available, this notification will be updated accordingly.